Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xience device referenced is filed under a separate medwatch report number. Attachment: article clinical outcomes at 2 years of the absorb bioresorbable vascular scaffold versus the xience drug-eluting metallic stent in patients presenting with acute coronary syndrome versus stable coronary disease - (B)(6) sub-study.

Event description:
This case was captured based on a literature review. It was reported through a research article that absorb bioresorbable vascular scaffold stents and xience drug-eluting stents may be related to death. Details are listed in the attached article, title "clinical outcomes at 2 years of the absorb bioresorbable vascular scaffold versus the xience drug-eluting metallic stent in patients presenting with acute coronary syndrome versus stable coronary disease - (B)(6) sub-study".

Manufacturer narrative:
Internal file number - (B)(4). Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history could not be conducted because the part and lot number were not provided. The reported patient effects of death, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.